Event description:
An endurant stent graft system was implanted for the endovascular treatment of a preoperative abdominal aortic rupture. It was reported that on an unknown date an unknown event occured. The physician has decided to explant the stent graft. No additional clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Date of event is unknown (year valid). (B)(4). Conclusion: off-label (implanting for preoperative rupture).